Event description:
It was reported that prior to performing a bone marrow aspirate and biopsy, an attempt to remove the introducer from the aspirate needle was made. It was reportedly difficult to slide the introducer out of the needle after which the blue handle broke off. Reportedly, a new needle was obtained and the procedure was started. Procedure was completed. No patient harm was reported.